Event description:
Report received from the USA stating that the device would not function due to a metal plate that had broken off. The device was not being using during surgery. No injury or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).